Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 314 mg/dl. Customer also reported blood glucose levels of 314mg/dl, 507mg/dl, and 391mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform the excessive no delivery alarm due to motor error alarm anomaly. Insulin pump had minor scratches on lcd window, cracked display window corners; battery tube threads cracked and cracked reservoir tube lip